Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported hospitalization due to diabetes ketoacidosis. Caller stated that customer was thirsty and urination. The current blood glucose reading is 210 mg/dl. The blood glucose reading at the time of the event was 600 mg/dl. Customer admitted to ICU. Hospital treated with insulin drip. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.